Manufacturer narrative:
(B)(4).

Event description:
Home monitoring reported that this rv lead has loss of capture. Patient to be seen in clinic. Lead remains implanted.

Manufacturer narrative:
(B)(4) 2019 - we received additional information that this lead was explanted due to poor thresholds and high impedance. Upon receipt, the lead under complaint was found cut approx. 48 cm proximal to the lead tip. All fragments were received for analysis. Only the distal fragment was received for analysis. The proximal fragment including the is-1 connector was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. In addition, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that this damage occurred due to mechanical forces, applied during the surgery. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.